Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred during a laparoscopic bariatric procedure. On the first firing, the handle of the stapler was squeezed and a cracking noise was heard. The stapler only fired about 1 or 1.5 cm. Five stapler handles were used and each one broke. No known impact or consequence to patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of five instruments. Visual inspection of internal components revealed sheared teeth on all the firing racks. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corre sponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during laparoscopic obesity surgery, the first firing of the first product, five (5) cartridge was used and was broken consecutively, there was no complaint fracture problem and did not cause bleeding. The case was completed and that stapler was used in the staple line for protection.